Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the tube was bad when opened during the procedure. They removed the tube, placed a second tube and everything functioned normally. There was no patient impact.